Manufacturer narrative:
H.6. Investigation summary: one photo and one physical sample depicted in the photo were received and evaluated. The sample was a sealed packaged 3ml syringe, confirmed to be from batch #8266990 (p/n 309657). The barrel was observed to have missing print between zero line and 1ml markings ¿ most of the graduated lines and the number ½ were missing. Part of the number 1 was missing. The ink was observed to be in small spots throughout that area of the barrel even outside the normal scale markings, indicating it was likely rubbed off after the marking process. In addition, a 2.1 ml grad line was also missing along with the bottom part of the circle around the number ¿2.¿ the barrel was found to be scuffed and scratched in the areas of missing print. The visible scale markings, including grad lines and numbers, were all observed to be properly aligned within specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the missing print observed is related to the barrel caught in the assembly dial. The printed ink on the barrel can then get scratched off by the passing parts. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a bd¿ luer-lok had scale marking issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok had scale marking issue.